Event description:
During a lap gastric bypass procedure, the deivces did not function. Received error code 4 when trying to activate. Did trouble shooting and replaced instrument. Case completed with another device of the same product code. No pt consequence.